Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient could not do any transmission with the remote monitor. The monitor was replaced. It was additionally reported that attempts to transmit were made from home and from the office, but the problem continued. Further troubleshooting, revealed that the monitor was dialing an incorrect number.